Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [at least two(2)] 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The bags came apart at the seal just below the hole for hanging. Excessive moisture was noted. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.